Event description:
It was originally reported that the patient's device "stopped working." It was later reported that the patient underwent an MRI days before the device malfunctioned. The patient's device was removed. Further information is being requested.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance for the neurostimulator. The device failure was related to the event. The neurostimulator's hybrid locked-up after an MRI exposure. The insulation coating and titanium can were scratched. The battery was slightly expanded. There was no telemetry or output. The automated test console passed after the device had been cut open and the hybrid was unlocked when probing on the crystal.